Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 300 (mg/dl) for 1 month. Customer administered boluses with the pump to treat bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer indicated that they will contact their health care provider to discuss diabetes management.